Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. This complaint is approximately 703 days old and despite attempts by mitek customer quality and our affiliate business quality to get additional information, none has been made available. The reported product code for the complaint device was for a vapr3 generator ((B)(4)). The serial number reported is not in the format used for a vapr3 generator. The serial number for the product code provided on the complaint matches a report from the service center for a duo pump ((B)(4)). The reported problem on the complaint (excessive power), and the reported problem on the service record (cannot decrease power) are consistent. The date the service record was created is within 7 days of the alert date, which would not be unusual for the time it would take to request service after an event. Based off of the above information, we believe a mistake was made when the affiliate submitted the complaint, therefore we have changed the product code in this complaint to (B)(4). The problems found by the service center (front panel, top and lower case damaged. Chamber holder and guide frame twisted) indicate that the product was probably dropped onto a hard surface. Based off the information available to mitek customer quality, there was no patient harm reported. This complaint file is being closed, should any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It has been reported by the biomed technician that during an unknown procedure, the generator produced a too high output of power and the surgeon was unable to decrease the power. No harm to the patient. The procedure was completed by another device.

Manufacturer narrative:
UDI: (B)(4).

Event description:
It has been reported by the biomed technician that during an unknown procedure, the generator produced a too high output of power and the surgeon was unable to decrease the power. No harm to the patient. The procedure was completed by another device.

Manufacturer narrative:
Product complaint # (B)(4). This medwatch is bring filed to correct the g4 date on the follow-up medwatch (B)(4). The correct date is (B)(6) 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).